Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load properly when the loading device was removed from the delivery device. A second heartstring iii seal was inspected and appeared to be cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).